Manufacturer narrative:
A hillrom service technician evaluated the device. It was identified during the inspection of the suspect device that the crescent key in the flat panel bracket had been improperly installed by an independent 3rd party contractor, which resulted in the gap reported by the customer. The account declined service and will order parts to complete the repair independently. Once the repair has been completed by the customer, a hillrom service technician will inspect the device to verify the correct placement of the crescent key. Based on this information, no further action is required.

Event description:
The user facility reported that the flat panel bracket was separating from the spring arm. No injury was reported.